Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d4: model#, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not confirmed. The device passed downstream occlusion testing. A review of the event history log revealed multiple events of "downstream occlusion!" Alarm, however downstream testing results or failures cannot be determined through the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the force sensor was found out of range and is a known contributor to the reported problem the force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.